Manufacturer narrative:
H6: patient codes (ime & imf) updated to align with current standard formatting. H6: evaluation code conclusion corrected to d11. D15 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis revealed that pli 10 (lead) had its connector 3 pulled out of the proximal end. Analysis also revealed that pli 20's (extension) connector was twisted in the molded rubber at the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot#: va263gy, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 3708695, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3389-28, serial/lot#: (B)(4), ubd: 26-feb-2024, UDI#: (B)(4); product ID: 3708695, serial/lot#: (B)(4), ubd: 18-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the operation the electrode was normally attached to the extension but had to be opened again. After pushing it together again it became visible that there was something in the extension. It was removed and it was the last pole/electrode contact (#0) of the electrode. The part was turned off. The cause of the issue was not known. There was no visible damage previously; it looked intact in the first moment, not bent, torn or anything else, and the pole also looked intact at first sight. According to the surgeon it was handled properly. The operation was delayed for some time and the patient had to stay longer in general anesthesia. Impedance testing, inspection of the implants, and revision of the extension were the actions/interventions. The extension was replaced, and the lead was revised/replaced during another procedure. Impedances were normal after revision surgeries.